Event description:
Critical care nurses reported in an online survey stated that reporting on behalf of a respondent that indicated the following complaint in an online chart audit: additionally in chart 1 a physician stated that no, the temporary pacing electrode (tpe) catheter was not able to successfully capture and pace for the chosen duration of use because "anatomy of the patient" in relation to ballon/right-heart curve tpe, mentioning that the device was used for 6 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.